Manufacturer narrative:
H3: one device was received for evaluation. It was reported that the occlusion pressure detection level was close to the lower limit, so the occlusion alarm may have been prone to occurring. It could not confirm the reported issue. The occlusion pressure detection level was within the standard. However, the occlusion pressure detection level was close to the lower limit. No physical damaged was found on the device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was stated that the blockage alarm went off frequently. The event occurred during patient use at the facility. The date of event was early jan-2026. There was patient involvement and no patient harmed reported.